Event description:
Report received from the USA stating the device was "running hot". The device was not being used during a procedure. No pt or user injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent.